Event description:
A consumer reported that following bilateral intraocular lens implant surgery, he is experiencing glare, haze, loss of night vision, and yag laser procedures were performed. He reported that his correctable vision prior to the surgeries was 20/30 and currently, his correctable vision is 20/50. He indicated he has a history of radial keratotomy (rk) surgery in the left eye and vitreous detachments in both eyes. In a f/u, the customer further reported that glare, haze, and loss of night vision were noticed right after the surgery. He reported he is also experiencing starbursts at night for the past two and a half months. Add'l info has been requested. There are two medical device reports associated with these events. The report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).